Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional and/or corrected information. Component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty without dislocation. As the images are undated and a constraining ring is present, the radiographs may have been obtained after a revision. Unable to confirm complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 00018222565-2023-00404. Report source: australia. Concomitant medical products: 00811400420/64273296/femoral stem 12/14 neck taper ext. Offset size 4 200 mm stem length packaged with standard centralizer 65620005420/62709987/shell porous with holes 54 mm o.d. With calcicoat ceramic coating 00631005032/64763513/ liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported there was a revision due to a dislocation. Attempts have been made and no further information is available.